Manufacturer narrative:
The insulin pump's motor error alarmed during basic occlusion test due to faulty force sensor resistor. Analysis unable to perform the basic occlusion, occlusion, prime, and excessive no delivery tests due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump received with scratched lcd window, cracked reservoir tube lip, and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not performed. The device was returned for analysis.